Event description:
It was reported that a flexible hexagonal screwdriver is appeared to rust between the grooves after sterilization. Not discovered during a case therefore there was no pt involvement. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Synthes lot # 4562550. Mfg eval revealed that the sample was rec'd for eval. Review of the sample revealed the defect is indicative of normal wear and the device was used to the full extent of it's useful life. A review of the device history record did not show any conditions that could have contributed to the reported issue.